Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the handle was broken off, the top case was broken into the keyboard compartment, the tabs were broken off of the power cord door, and the electrocardiogram (ECG) connector was loose on the link electronic module (lem) circuit board, as a result the lem board was replaced. (B)(4).

Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.